Event description:
Nellcor puritan bennett rec'd a call from svc tech with a facility on 05/11/1998. The svc tech was calling to report the following problem: low pressure/apnea sounded and unit stopped cycling. Found during bench testing.